Event description:
It was reported that a pump displayed an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm; however, after following instructions to clean the speaker holes and reconnect the cartridge, insulin was resumed successfully. The alarm did not recur, and the pump resumed normal operation. Technical support provided additional tips to prevent future altitude alarms.